Event description:
It was reported that following a refill, the patient was comatose. No concentration change was done at that time. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
.